Manufacturer narrative:
The investigation determine the prewash unit is performing normally. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs stat result from the cobas 8000 cobas e 602 module. The initial result from the first sample from the patient was 156.6 pg/ml. The result for a second sample from the patient was 4.62 pg/ml the first sample was then repeated and the result was 7.00 pg/ml. The result from a third sample from the patient was 4.81 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 34588800. The expiration date was requested but was not provided.